Manufacturer narrative:
This report is being supplemented to provide additional information based on final investigation. Updated fields: h2, h7 and h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer.

Event description:
It was reported the bronchovideoscope displayed no more image in full gesture appearance ¿snow¿ screen. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. However, device evaluation found an additional reportable malfunction: the distal end cover was burned. Based on the results of the investigation, the probable cause or root cause of the reportable issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer.